Manufacturer narrative:
The complaint is under investigation.

Event description:
We were informed that at the end of the surgery, cap999 code was present followed by pum67. There were no kinks in the tubing, the hospital air pressure was adequate and cartridge was connected correctly. The (B)(4) code would not clear and the cartridge would not eject. The case was ended, the system was powered off. Primed with a different cartridge with same lot # and no error was given. No patient harm or delay occurred.

Manufacturer narrative:
With regards to the reported event, an eva cartridge was received for investigation. Unfortunately, no tubing was returned. Visual inspection of the returned product revealed no anomalies. For testing purposes, the returned cartridge was placed on eva with new tubing sets. The priming phase was initiated and completed without any problem. Also, no problems were encountered while releasing the cartridge. Since no anomalies were found, the reported event cannot be attributed to a defect of the eva cartridge that was returned for investigation. Review of the log files confirmed the occurrence of the reported error messages. These error message indicated that the irrigation pressure was too low; possibly related to blockage of the irrigation tubing. Where the user was advised to check the infusion clamp and irrigation tubing. Review of the complaint database indicated that no similar complaints have been logged on the eva surgical system subject to this complaint until today. Also a DHR review did not reveal any anomalies. Based on the investigation results and the fact that no repeat failures have been logged, it was determined that the reported event cannot be attributed to a defect of the eva surgical system or the eva cartridge that was returned for investigation. Possibly the event is attributable to a blocked tubing or an unintended use error, however this cannot be determined conclusively.

Event description:
We were informed that at the end of the surgery, cap999 code was present followed by pum67. There were no kinks in the tubing, the hospital air pressure was adequate and cartridge was connected correctly. The cap999 code would not clear and the cartridge would not eject. The case was ended, the system was powered off. Primed with a different cartridge with same lot # and no error was given. No patient harm or delay occurred.